Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. There have been no other events for the lot referenced.

Event description:
Pharmacist reported the following information: "during the opening of the package, it has been constated that it was improperly sealed. Another one has been used".

Event description:
Pharmacist reported the following information: "during the opening of the package, it has been constated that it was improperly sealed. Another one has been used".

Manufacturer narrative:
Product available to stryker. An event regarding pack damage involving a duracon stem extender component was reported. The event was confirmed based on evaluation of the returned packaging. Method & results: device evaluation and results: visual inspection of the returned packaging determined that the pack was subjected to forceful movement and/or compression to the extent that the stem was jolted out of position within the end caps in the skin pack. It appears that the impact of the stem component moving about within the pack lifted the tyvek lid in that corner. Medical records received and evaluation: not performed as no patient information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: based on visual inspection of the returned packaging, the investigation concluded that the pack was subjected to forceful movement and/or compression to the extent that the stem was jolted out of position within the end caps in the skin pack. It appears that the impact of the stem component moving about within the pack lifted the tyvek lid in the corner of the inner blister. No further investigation for this event is possible at this time.